Event description:
It was reported initially that, following a laryngoscopy, the patient had acute respiratory distress. A CT of the neck was performed. The patient was seen by an ent who noticed that the vns settings were adjusted the week prior to the event, which were stated to cause the patient to begin experiencing dyspnea and stridor. The ent wondered if the respiratory distress was also caused by the vns. The vns was disabled and the patient was sent home to see if the issue resolved. Follow up with the np's office revealed that the patient had presented to the ent for non-seizure related problems. When the patient presented, she was experiencing labored breathing which progress from mild & unilateral paresis (which was not previously reported) to bilateral vocal cord spasms/laryngospasms. The patient was taken to the ed as a result. Upon being seen later in the clinic, the patient was experiencing shortness of breathing and exhibiting audible wheezing. The np disabled the device as a result. It was stated that the np could not be certain that the adverse events were caused by the vns, but the symptoms resolved with disablement. The patient was seen by the ent again at the end of november and it was reported that the symptoms had improved. The disablement was reported as for the patient's comfort and to preclude serious injury. No diagnostics were provided with the settings from clinic visit. No additional relevant information has been received to date.